Manufacturer narrative:
The subject device is not available.

Event description:
During an attempt to coil an artery, the physician encountered resistance at the tip of the competitor microcatheter. The physician pulled back the microcatheter while pushing forward the coil; however, resistance was still met. It was reported that when delivery wire was retracted, the coil remained in the microcatheter. Since the competitor microcatheter was being used to infuse medication, the microcatheter along with the coil were removed and placed in a radiation disposal bag. There was no reported clinical consequence to the patient due to this event.

Manufacturer narrative:
Additional information clarified that the coil did not exit the competitor microcatheter and became jammed inside the microcatheter. The coil remained attached to the delivery wire and it was safely removed along with microcatheter. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During an attempt to coil an artery the physician encountered resistance at the tip of the competitor microcatheter. The physician pulled back the microcatheter while pushing forward the coil; however, resistance was still met. It was reported that when delivery wire was retracted, the coil remained in the microcatheter. The coil did not exit the microcatheter and it was jammed. The coil remained attached to the delivery wire. Since the competitor microcatheter was being used to infuse medication, the microcatheter along with the coil were safely removed and placed in a radiation disposal bag. There was no reported clinical consequence to the patient due to this event.